Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing pain in her back starting about 3 months prior to the report. She tried increasing stimulation, but it would cause her to become nauseated. The stimulation had been causing nausea for about 4 months, confirmed as 2017. She tried to charge the implantable neurostimulator, but can¿t because it¿s ¿too deep.¿ she is seeing the reposition antenna screen on the implantable neurostimulator recharger. The last time that the patient had stimulation was ¿a while ago.¿ the last time that the patient was able to successfully charge the device was about 2 months prior to the report. She stated that the reason for not recharging was that the implant was ¿too deep.¿ there were no further complications reported.